Manufacturer narrative:
It was initially reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.